Manufacturer narrative:
Date of event: the date is approximate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-05-31, information was received from a consumer regarding a (B)(6), female patient who was receiving dilaudid (concentration and dose unknown) via an implantable pump for non-malignant pain, failed back surgery syndrome and other chronic/intract pain (trunk/limbs). On an unknown date in (B)(6) 2015, the patient's pump went empty and the patient experienced withdrawal. The patient was able to get a refill after "the delay" was resolved. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.